Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was no abnormality with the subject device and there were problems with another piece of equipment (i.e. A monitor, a cable of the monitor, or the synchronizing signal setting of the monitor).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit passed all functional tests and all video output signals and images were within specifications.

Event description:
A user facility reported to olympus that an olympus, cv-190, received back from repair, produced no image after connecting it to a monitor. The reported problem was identified during installation.